Event description:
The front right caster will not turn. The bearings are not moving properly. There is no dirt or debris in the caster.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.